Manufacturer narrative:
Analysis identified a non-conformance and confirmed that the setscrew on the ins was backed out too far. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A manufacturing representative reported that a battery and lead were inserted and high impedance was observed. A second test was performed and high impedance of greater than four thousand values were observed again. The battery was not used and was being returned. There were no other complaints with the device. It was noted that the device was used in the patient. There was no patient injury to report and they recovered without sequela. The implantable neurostimulator (ins) indication for use was not clear at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.